Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery in which the existing device was removed and a new aus was implanted. During procedure fluid loss was noticed. No information was provided about the patient's outcome.